Manufacturer narrative:
Please note, that the device associated with this complaint was expected to be returned. However, additional information received from the penumbra sales representative on 11/03/2021, indicated that this complaint is a duplicate of MFR# 3005168196-2021-01800. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a smart coil. During the procedure, the physician had difficulty advancing a smart coil; therefore, it was removed. The procedure was completed using another coil. There was no report of an adverse effect to the patient.